Manufacturer narrative:
Continuation of d10: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6) , ubd: , UDI#: h3: analysis of the 37761 desktop charger (dtc) (serial number (B)(6) ) revealed a frayed cable. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the recharger display was blank, unresponsive, and was making a low, steady beeping tone. The manufacturer representative (rep) mentioned that the patient called them yesterday to report the recharger issue, and the rep met with the patient in-clinic today to address the issue. During the appointment, the rep noticed that the patient's desktop charger (dtc) cord was frayed, and the connector pin was bent. The rep stated that they unplugged the patient's dtc and plugged in their own dtc for 25 minutes. However, the connection between the rep's dtc and the recharger was "kind of wiggly," and the recharger display remained blank and made the same low, steady beeping tone. The rep did not have the tools required to reset the recharger. The rep mentioned that the patient's ins battery level was low (25%) yesterday. Since the patient's recharger was unresponsive, the rep had the patient using their own recharger during the call, noting that the ins battery level was between 25-50% and had all 8 coupling bars filled in. The rep indicated that they would continue to have the patient use their own recharger until their ins battery level was sufficient. The rep mentioned that the patient only needs to charge their ins twice a week.